Event description:
It was reported that the patient had undergone surgery where the connection between the lead and generator was tightened. The high impedance then resolved and the existing lead and generator remained implanted.

Event description:
It was reported that high impedance was observed at the first dosing appointment after vns implant. Due to the proximity of the event to the date of initial implant it was unclear if there was a lead fracture or if the lead pin had slipped out of the generator cavity. Operative notes were later received which stated that during the surgery the impedance was initially found to be high however the electrodes were repositioned after the vagus nerve and the device was interrogated again showing good impedance. No surgical interventions are known to have occurred to date.

Event description:
It was reported that when the high impedance was first observed the patient coughed when the vns was programmed and then cleared his throat with stimulation.